Manufacturer narrative:
A philips field service engineer (fse) identified a battery issue during a preventative maintenance evaluation. The fse reported the battery voltage was less than 12 volts. The battery was plugged in for 4 hours and could not charge more than 12 volts. The fse determined battery replacement was necessary. The fse reported the battery was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint reporting the v60 ventilator battery would not charge properly. The device was not in clinical use. There was no report of harm. A philips field service engineer (fse) identified a battery issue during a preventative maintenance evaluation. The fse reported the battery voltage was less than 12 volts. The battery was plugged in for 4 hours and could not charge more than 12 volts. The fse determined battery replacement was necessary. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).